Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the insufflation port was broken. The locking collar, valve seal and valve doors appeared intact. The inflation syringe tip was broken. The obturator was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken insufflation port may occur when excessive force is applied during a clinical application which would cause rapid loss of pneumoperitoneum.. Additionally, the investigation detected a unreported condition of the insufflation port was broken that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extraperitoneal surgery, while positioning the trocar, the balloon physically broke. There was rapid loss of abdominal pressure due another device was used to complete the case. There was no patient injury.